Event description:
It was reported that patient experienced unspecified issues with his sling device. A new artificial urinary sphincter (aus) was implanted. No information about the patient outcome is available at the moment. Additional information was requested; however, no further information was available. Should pertinent additional information be received, a supplemental report will be submitted.